Event description:
It was reported that a spectrum pump displayed keypad anomalies. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #8 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). Keypad anomalies were confirmed and was determined to be caused by a failed keypad. The failed keypad was replaced. Baxter has an open CAPA in reference to the reported symptom.